Event description:
During an unrelated procedure, the physician experienced difficulty tightening the set screw while connecting the right atrial (ra) lead to the header of the device. The procedure was completed and the pocket was closed, however, upon investigation a loss of capture was observed on the ra lead. The pocket was reopened, the ra lead was tested with the merlin pacing system analyzer, and all measurements were normal. A device malfunction was suspected. The physician elected to explant and replace the device. The patient was in stable condition.

Manufacturer narrative:
The reported field events of connection anomaly and capture failure could not be reproduced in the lab. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.